Event description:
The customer reported that this unit was having an ECG reading issue. The issue was discovered during set up. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this unit was having an ECG reading issue. The issue was discovered during set up. The unit was not in patient use at the time. Investigation summary: the complaint device was returned for evaluation. During evaluation, the unit appeared to be in good physical condition, but the reported ECG issue was confirmed. Excessive noise was observed in the ECG waveforms, and the cause was determined to be that the ECG input fpc cable was loose. After the cable was reseated, waveforms were normal, and the unit did not experience any abnormalities over a 24-hour monitoring period. The following fields are not applicable (na) to this report: d10 attempt # 1: 09/09/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that the gz-130 was not on any cns/rns/g9 at the time of incident. It was being tested before being deployed for use. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit was having an ECG reading issue. The issue was discovered during set up. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this unit was having an ECG reading issue. The issue was discovered during set up. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: d10. Attempt # 1: 09/09/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that the gz-130 was not on any cns/rns/g9 at the time of incident. It was being tested before being deployed for use.